Manufacturer narrative:
The reported event of loss of capture was not confirmed by analysis. The reported events of loss of capture and failure to retract helix were confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found that the helix was damaged, stretched/bent, and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented at clinic for a follow-up, during which it was noted that the patient's atrial lead was failing to capture. It was discovered that this issue was attributed to the dislodgement of the patient's right atrial lead. On (B)(6) 2025, an attempt was made to reposition the ra lead but there was a failure to retract the helix. The patient's ra lead was explanted and successfully replaced. The patient was stable.